Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Next, the received home monitoring data were inspected. The clinical observation was confirmed, shock impedance values > 150 ohm were recorded from (B)(6) 2014. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of this observation. An analysis of the lead itself would be required for a throughout root cause investigation. Should the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - on (B)(6), first home monitoring message indicating a shock impedances above 150 ohms. The same messages were received afterwards. The physician decided to replace the lead. This lead will not be returned for analysis because it was thrown out. The patient is a male, (B)(6).